Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. When additional information is received a follow up report will be submitted.

Event description:
It was reported the suture kept snapping. During use, the suture kept snapping when pulling it out of the reel. No other information has been provided. Veterinary use.

Manufacturer narrative:
Samples received: no samples received. Analysis and results: there are no previous complaints of this code. As no samples have been received and no units are available in b. Braun surgical, (B)(4). We have only reviewed the batch manufacturing record and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.